Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred. The patient was in drain 2 of 3 when the alarm went off. Ts advised the patient to reboot their cycler and assisted them with cancelling their treatment. When the patient turned the cycler back on, they heard a soft humming noise that disappeared after selecting the option to cancel treatment. When the patient removed the cycler set from the cycler, a few drops of fluid were noticed on the back of the cassette. The patient was not sure where the fluid had leaked from exactly, and they did not see any damage on the cassette. The patient confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. Ts advised the patient to refrain from using the cycler for 24 hours due to the fluid leak, and to follow up with their pd registered nurse (pdrn). Upon follow-up with the patient, it was confirmed they were able to complete treatment by performing a manual pd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pdrn of the event, and stated that prophylactic antibiotics were not prescribed. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred. The patient was in drain 2 of 3 when the alarm went off. Ts advised the patient to reboot their cycler and assisted them with cancelling their treatment. When the patient turned the cycler back on, they heard a soft humming noise that disappeared after selecting the option to cancel treatment. When the patient removed the cycler set from the cycler, a few drops of fluid were noticed on the back of the cassette. The patient was not sure where the fluid had leaked from exactly, and they did not see any damage on the cassette. The patient confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. Ts advised the patient to refrain from using the cycler for 24 hours due to the fluid leak, and to follow up with their pd registered nurse (pdrn). Upon follow-up with the patient, it was confirmed they were able to complete treatment by performing a manual pd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pdrn of the event, and stated that prophylactic antibiotics were not prescribed. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.